Event description:
A 3.0mm diameter x 24mm length ave gfx stent was successfully placed at a severely calcified lesion site in the left anterior descending coronary artery. Following placement of the ave stent, another manufacturer's stent (3.0mm diameter x 15mm length) was then placed distal to the ave stent, and the pt was placed on plavix. Three days post-procedure, the pt returned to the cath lab with chest pain and thrombosis of the left anterior descending artery. Attempts were made to revascularize the occluded vessel with ptca, however, the pt expired during the procedure. No further info is available from the user facility.